Event description:
Additional information: attempt to obtain additional information from the initial reporter was unsuccessful as only generic hospital phone number was provided. Further follow-up was not possible.

Event description:
At the time of the report, the patient was unresponsive. The pump was programmed to flex dosing, the basal rate was 40 mcg/hour. Between 9 am and 1 pm, the dose was 250 mcg/hour. Drug delivered via the device was baclofen a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).